Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and post procedural haemorrhage ("bleeding little from privates") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced skin mass ("bumps, she got these all over her body after six months of essure put in") and adverse event ("other problems after essure put in"). On (B)(6) 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced suspicion of device breakage ("he said that he got 99% of the essure out but confident that he got all of it"), complication of device removal ("he said that he got 99% of the essure out but confident that he got all of it") and procedural pain ("she had some pain/ sore/ her body hurts"). On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), feeling hot ("she was little warm") and pain ("her bumps hurt"). The patient was treated with surgery. At the time of the report, the hysterectomy, device breakage, complication of device removal, post procedural haemorrhage, skin mass, adverse event, procedural pain, feeling hot and pain outcome was unknown. The reporter considered adverse event, complication of device removal, device breakage, feeling hot, hysterectomy, pain, post procedural haemorrhage, procedural pain and skin mass to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and device breakage ('he said that he got 99% of the essure out but confident that he got all of it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), complication of device removal ("he said that he got 99% of the essure out but confident that he got all of it") and procedural pain ("she had some pain/ sore/ her body hurts"). On (B)(6) 2015, the patient experienced post procedural haemorrhage ("bleeding little from privates"), feeling hot ("she was little warm") and pain ("her bumps hurt"). On an unknown date, the patient experienced skin mass ("bumps, she got these all over her body after six months of essure put in"), adverse event ("other problems after essure put in"), cystitis ("bladder infection"), alopecia ("hair loss"), chest pain ("chest pain"), hypertension ("high blood pressure"), diabetes mellitus inadequate control ("diabetes out of control") and back pain ("had pain in back"). The patient was treated with surgery. At the time of the report, the medical device removal, device breakage, complication of device removal, post procedural haemorrhage, skin mass, adverse event, procedural pain, feeling hot, pain, alopecia, chest pain, hypertension, diabetes mellitus inadequate control and back pain outcome was unknown and the cystitis had resolved. The reporter considered adverse event, alopecia, back pain, chest pain, complication of device removal, cystitis, device breakage, diabetes mellitus inadequate control, feeling hot, hypertension, medical device removal, pain, post procedural haemorrhage, procedural pain and skin mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and device breakage ('he said that he got 99% of the essure out but confident that he got all of it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), complication of device removal ("he said that he got 99% of the essure out but confident that he got all of it") and procedural pain ("she had some pain/ sore/ her body hurts"). On (B)(6) 2015, the patient experienced post procedural haemorrhage ("bleeding little from privates"), feeling hot ("she was little warm") and pain ("her bumps hurt"). On an unknown date, the patient experienced skin mass ("bumps, she got these all over her body after six months of essure put in"), adverse event ("other problems after essure put in"), cystitis ("bladder infection"), alopecia ("hair loss"), chest pain ("chest pain"), hypertension ("high blood pressure"), diabetes mellitus inadequate control ("diabetes out of control") and back pain ("had pain in back"). The patient was treated with surgery. At the time of the report, the medical device removal, device breakage, complication of device removal, post procedural haemorrhage, skin mass, adverse event, procedural pain, feeling hot, pain, alopecia, chest pain, hypertension, diabetes mellitus inadequate control and back pain outcome was unknown and the cystitis had resolved. The reporter considered adverse event, alopecia, back pain, chest pain, complication of device removal, cystitis, device breakage, diabetes mellitus inadequate control, feeling hot, hypertension, medical device removal, pain, post procedural haemorrhage, procedural pain and skin mass to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: bladder infection. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events hair loss, chest pain, high blood pressure, diabetes out of control were added on (B)(6) 2020: social media received- fu 4 and fu 5 proceeded together new event back pain was added. Reporter was added. On (B)(6) 2020: social media received-fu 4 and fu 5 proceeded together no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and post procedural haemorrhage ("bleeding little from privates") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), device breakage ("he said that he got 99% of the essure out but confident that he got all of it"), complication of device removal ("he said that he got 99% of the essure out but confident that he got all of it") and procedural pain ("she had some pain/sore/ER body hurts"). On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), feeling hot ("she was little warm") and pain ("her bumps hurt"). On an unknown date, the patient experienced skin mass ("bumps, she got these all over her body after six months of essure put in"), adverse event ("other problems after essure put in") and cystitis ("bladder infection"). The patient was treated with surgery. At the time of the report, the hysterectomy, device breakage, complication of device removal, post procedural haemorrhage, skin mass, adverse event, procedural pain, feeling hot and pain outcome was unknown and the cystitis had resolved. The reporter considered adverse event, complication of device removal, cystitis, device breakage, feeling hot, hysterectomy, pain, post procedural haemorrhage, procedural pain and skin mass to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: bladder infection. Most recent follow-up information incorporated above includes: on 21-nov-2017: event bladder infection added from social media. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.